Event description:
Patient reported right side capsular contracture, baker grade IV. Patient later reported "contour undulations" and asymmetry. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog observed red capsule observed wrinkling device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.